Event description:
Patient reporting frequent leaking lines at the filter. When this occurs near cassette change patient will change line and just continue using same line with cassette change. If it occurs between cassette changes patient will change tubing accordingly. Requested cvs field nurses contact patient. Lot/expiration dates unknown. No other information available. Did the reported product fault occur while in use with the patient? - yes. Did the product issue cause or contribute to patient or clinical injury? - unknown. Was interruption in therapy reported? No. Is the actual product available for investigation? - no. Did we replace product? ¿ patient had enough. Did the patient have a backup product they were able to switch to? Yes was the patient able to successfully continue their therapy? ¿ yes. Reported to cvs/caremark by: patient caregiver.